Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h3, h4, h6, and h11 were updated. The image failure was able to be confirmed. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. It is that the image sensor unit or printed circuit board connector was broken by irregular electric damage from electrical contacts of the connector, such as overcurrent, the application of static electricity, or leakage current. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii bronchovideoscope displayed no image. The issue occurred during an unspecified procedure. There were no reports of patient harm.